Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the tandem provided usb cable was not charging pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer changed usb cable to resolve the issue.